Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history lot number could not be reviewed due to the unknown lot number.

Event description:
The event involved a 53 cm (21") add-on 150 ml burette set (clave¿, shut off), vented cap where it was reported the chamber was splitting. There was patient involvement but no patient harm.